Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device behaved according to the programmed detection setting. After identification of twos, the correct rr interval was longer than the detection interval for therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited t-wave oversensing (twos) and suspected to have misread a probable ventricular tachycardia (vt). The rv lead remains in use. No patient complications have been reported as a result of this event.